Manufacturer narrative:
Date of report: 12jun2019. Date received by manufacturer: 21may2019. The manufacturer¿s field service engineer (fse) inspected the device and found that the fan cover was missing. The manufacturer¿s field service engineer (fse) replaced the cooling fan cover, and the device is fully functional. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20may2019. (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported cooling fan issue. There was no patient involvement.